Manufacturer narrative:
Balt USA reference # (B)(4) conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "see the appendix" additional information received from balt extrusion: "balt extrusion sas was notified of an incident that occurred in germany. The incident description provided by bfarm is as follows: "approximately 3 weeks after the procedure (balloon-assisted coiling), the patient's sister also presented with symptomatic flair-hyperintense changes in the medulla. These resolved under dexamethasone. Material: envoy da xb (johnson & johnson), balloon (eclipse by balt), microcatheter (excelsior sl10 by stryker), coils (tetra target - stryker) we cannot identify a single catheter as the cause. It may be a problem with the combination of catheters used in the procedure (e.g. Friction leading to detachment of the catheter coating)" a suspected foreign body reaction was reported during a procedure involving the eclipse2l catheter, as well as medical devices from other manufacturers. The incident led to symptomatic flair-hyperintense changes in the medulla."